Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated upon removing the cassette from the dialysis cycler fluid came pouring out where the cassette compartment. The pd patient stated his peritoneal dialysis registered nurse had requested for him to come into the clinic and was provided prophylactic medication as a precaution due to the reported fluid leak. Gregory confirmed his fluid culture results came back negative and no infection occurred as a result of the reported fluid leak. The patient stated the disposable sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated upon removing the cassette from the dialysis cycler fluid came pouring out where the cassette compartment. The pd patient stated his peritoneal dialysis registered nurse had requested for him to come into the clinic and was provided prophylactic medication as a precaution due to the reported fluid leak. (B)(6) confirmed his fluid culture results came back negative and no infection occurred as a result of the reported fluid leak. The patient stated the disposable sample was discarded and was no longer available for evaluation.